Manufacturer narrative:
The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was received for evaluation. Visual and functional testing were performed. The device was in good condition. The reported problem was confirmed. The root cause of the reported issue was found to be defective main board. E4: initial reporter also sent report to FDA is unknownthis remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device had an error 15. No patient injury was reported.